Event description:
It was reported that the patient with this right ventricle (rv) lead received three shocks within three hours of each other. Upon in terrogation of the device, it was evident that the lead integrity alert had tripped the day prior. It was noted there were 1900 short v-v (ventricle-to-ventricle) intervals and a hundred monitored ventricular tachycardia (vt) episodes had been recorded. All episodes appeared to be oversensing due to lead noise. It was suspected the oversensing may be due to a possible lead fracture or insulation breaks. The detection were suspended until a lead revision was performed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.